Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during cataract surgery with intraocular lens (iol) implant procedure, when advancing the iol in the device, the posterior haptic was pushed over the iol. There was no patient contact. Additional information has been requested.